Event description:
It was reported that since a pump revision in (B)(6), the patient has had bad jerks and muscle spasms. The patient was given a back brace before he retired and wearing that rubbed on the spot. Then you could see the silver part of the pump coming out. The patient fell so many times from the twitching that it didn¿t feel like it was working right. The pump was infusing dilaudid (hydromorphone). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This previously reported information no longer applies to this event: [the patient was given a back brace before he retired and wearing that rubbed on the spot. Then you could see the silver part of the pump coming out.] Any additional information received that relates to the patient's wound dehiscence will be reported under manufacturer report #30042 09178-2014-16287.